Event description:
It was reported patient's stimulator had not been providing pain relief. The patient noted they had since stopped charging the device as stimulator was not providing relief. As such the entire system was explanted on (B)(6) 2024.

Manufacturer narrative:
A review of documentation supplied with the implant states that the implant must be charged every 30 to 90 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.